Event description:
It was reported that the patient presented with noise over-sensing on their right ventricular lead resulting in episodes of high ventricular rate (hvr). No intervention was performed. There were no patient consequences.